Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product: type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were open circuits; electrode 0 and 3 had out of range impedance readings >40,000 ohms. The patient was no longer receiving therapy on his right body. The patient couldn¿t recall any falls or impact to the system. Due to the programmed electrode being out of range (the patient was programmed on electrode 0), the managing neurologist chose to turn the left brain to 0 ma. Exploratory surgery was planned for (B)(6) 2016. The issue was not resolved at the time of report. The patient had a warning on their patient programmer (pp) approximately 2 weeks prior to report but didn¿t report it to anyone. Their therapy seemed to be intermittent since that time but as of (B)(6) 2016 they felt the benefit from his therapy dropped significantly. Additional information received reported all impedances were within normal range once the extensions were replaced. All components of the system were checked and it was determined that only one extension had out of range impedances but both were replaced. The patient was reprogrammed on their pre-op settings. The neurologist adjusted the settings the following day. The patient was doing well and receiving effective therapy.